Event description:
A customer contacted beckman coulter inc (bci) in regards to an elevated troponin (accutni) result above the ami cutoff generated by access immunoassay analyzer for one patient. The result was reported out of the laboratory, and the patient was sent to a neighboring facility for retest. Subsequent testing by an alternate method produced a result within the normal reference range. The patient also had an egc performed and showed no signs of cardiac injury.

Manufacturer narrative:
The sample was plasma. Qc was within the established ranges prior to and after the event. Bci customer product line support (cpls) tested the patient's sample, and confirmed the existence of a patient source interferent in the patient sample provided. The interference likely relates to alkaline phosphatase, which can cause reproducible false positive results, but is distinct from heterophile antibodies. Service was not dispatched for this event. The root cause for the event was the heterophile like interferent in the patient's sample.